Event description:
It was reported that during a ventricular tachycardia (vt) this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) which accelerated the rhythm to a ventricular fibrillation (vf). The vf was properly converted with shock therapy. No additional adverse patient effects were reported. This device remains in service.